Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a skin reaction at the site of the adc freestyle libre sensor. The customer reported symptoms of bruising, redness, and soreness. The customer had contact with a healthcare professional, who prescribed an unspecified antibiotic as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. The adhesive was not returned with the sensor. An extended investigation was performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the adhesive is returned, the case will be re-opened and a physical investigation will be performed.section h4 (device mfg date) and d4 (expiration date) were updated based on DHR attachment.

Event description:
The customer reported a skin reaction at the site of the adc freestyle libre sensor. The customer reported symptoms of bruising, redness, and soreness. The customer had contact with a healthcare professional, who prescribed an unspecified antibiotic as treatment. There was no report of death or permanent injury associated with this event.